Manufacturer narrative:
Date of event: exact date of each reported adverse event is unknown with currently available information, (B)(6) 2006, the beginning of the endovascular treatment, is determined to be the date of event. (B)(4).

Event description:
Conference: the 47th annual meeting of (B)(6) (held on february 27, 2017). Title of presentation: prevalence and treatment outcomes of post-procedure endograft infection (koji maeda, et al.) From july, 2006 to june, 2016, the total of 1732 patients underwent endovascular repair of abdominal, thoracic aortic and dissecting thoracic aortic aneurysms using aortic endografts: of those patients, 1357 patients were treated for abdominal aortic aneurysm, 375 patients for thoracic aortic aneurysm, and average age was 76 years old. Total of 15 patients experienced post-procedure stent-graft infection, and 7 patients experienced aorto-enteric fistula with aneurysm enlargement (amount of enlargement is unknown). Among the patients who suffered from the stent-graft infection, 4 patients were implanted with gore® tag® thoracic endoprosthesis.

Manufacturer narrative:
Date of event: as the exact date of the event is unknown,(B)(6) 2017, the date of conference presentation, is determined as the date of event.